Event description:
This is report 3 of 3 for the same event. It was reported from france that during an unspecified veterinary surgical procedure on a canine, it was observed that small electric drive device stopped working while in use with a console device and a cable device. According to the report, the device stopped in the forward position. It was further reported that the device worked for about one minute in the reverse position, and then completely stopped. There was a delay of twenty minutes to the planned surgical procedure. It was not reported if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that there was no alleged malfunction against this device as this device was inadvertently sent back for evaluation. Therefore, this report was submitted in error. No further investigation will be performed at this time.